Manufacturer narrative:
The beckman coulter field service engineer (fse) replaced the t-valve and verified the system performance to resolve the issue. (B)(4).

Event description:
The customer reported deionized water was leaking from the cc (cartridge chemistry) sample probe, on the unicel dxc 600 pro analyzer. There was no report of injury or exposure and no report of erroneous results generated. The leak was deionized water and it was contained inside the instrument. The customer was wearing lab coat and gloves when the leak was discovered.